Manufacturer narrative:
H3: 81 other - vyaire medical was not able to verify the reported issue. No investigation was performed as the product was not returned to vyaire. A definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: the sample has been discarded.

Event description:
It was reported to vyaire medical that the stopcocks on the bags of infusor, pressure, 1000 ml, netted continuously break. There is patient involvement but no harm.